Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out the insulation on the right ventricular (rv) lead became damaged and the bare wire was exposed. The lead was capped and replaced. No patient complications have been reported as a result of this event.